Event description:
It was reported that the user experienced hyperglycemia after an insulin occlusion notification on the ilet, after which insulin delivery was resumed and blood glucose trended down; the highest reported blood glucose was 360 mg/dl, levels were elevated for over two hours, and the user administered 2 units of subcutaneous novolog as backup therapy. Symptoms included thirst and mild dizziness. Outcomes included transient hyperglycemia without hospitalization or professional medical intervention. Investigation included a review of the insulin delivery interruption related to an occlusion notification. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined. It was concluded that hyperglycemia occurred with cause unclear following an occlusion event and subsequent resumption of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.